Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with a pocket infection. It was noted that the patient had been experiencing other symptoms such as delirium and renal failure however they were believed to be unrelated. The implantable cardioverter defibrillator was explanted. Patient was stable before, during, and after the procedure.